Manufacturer narrative:
Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. One device was returned for investigation. The returned packaging confirms the reported complaint device lot number. Inspection of the returned device noted the device was returned with the handle and the basket formation in the open position. The mlla (male luer lock adapter) was loose and the collet knob was tight and secure. One of the basket wires has pulled out from the distal cannula. Functional testing noted that the handle actuated the basket formation. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The returned device was found to have had 1 of the 4 basket wires pulled out of the basket cannula that holds the proximal end of the basket wires in place. Most probable cause cannot be determined. Appropriate measures are being conducted to address this failure mode per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.

Manufacturer narrative:
PMA/510k # exempt. A follow up report will be submitted should additional relevant information become available.

Event description:
Prior to a bladder lithotripsy and upon opening a ncircle tipless stone extractor it was discovered that one of the basket wires was broken. This device never made contact with the patient. The user then opened another ncircle tipless stone extractor to complete the procedure. No adverse effects to the patient have been reported. Additional information has been requested and a follow-up report will be submitted if / when that information is received.